Manufacturer narrative:
Three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a leakage at the spike port cap of the returned samples. The reported issue was verified. The exact cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the spike port. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.